Event description:
The customer reported that the jaws of the instrument were broken. However, nothing fell into the pt cavity as a result. Another ls1500 was used to finish the procedure. Upon return of the device to covidien, visual inspection showed the wire at the distal end of the device was bare.

Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to device and/or injury to the pt.